Event description:
The complainant reported the automated impella controller's (aic) purge pressure transmitter's tab was broken. The priming screen would not advance during the case and the aic was replaced. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. Upon examining aic, it was observed that the blue purge disc flag was broken (missing blue disc retainer). The root cause of the issue was a broken purge disc flag.